Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. No bent or kink was observed in the cannula. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose history is as follows: time: 10:30pm, bg (mg/dl): 77; 2:12 pm, 360; 4:03 pm, 379; :24 pm, "high" (>500); 6:25 pm, 518 (alternative meter). She was working in the garden today so she believes that when she bent over this must have caused the cannula to move. Her husband inspected her site and noticed the cannula was not correctly inserted into her skin. The cannula was also bent at the tip.